Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue . The battery pins in well 1 were replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's battery pin in well 1 was damaged. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed.